Event description:
Information was received that the patient noticed rotational spinning. The nail has been explanted. The patient reported experiencing pain.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed that the housing tube had cracks at the anti-rotation lug or the crown region. Patient x-ray images confirmed the broken anti-rotation lug. The rotational spinning reported is likely due to the broken anti-rotation lug. The work order was reviewed and confirmed the device passed all inspections per the acceptance tests. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. The inspection data for the lots of anti-rotation lug and housing tube was reviewed and confirmed the parts met design specifications per the engineering drawings. Based on the provided information and the type of breakage observed, it is likely that the nail broke due to stress generated from weight bearing activities. Device labeling: per the precice instructions for use ¿the precice nail cannot withstand the stresses of full weight bearing. Patients should utilize external support, and/or restrict activities as directed by the physician until consolidation occurs¿. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.